Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the balloon of the latex foley catheter deflated prematurely during use. There were no reported pieces of the balloon missing and no reports of patient injury.